Manufacturer narrative:
Date of event: unknown as information was not provided. If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that one (01) additional complaint folder for this production order number has been received. These complaint issues are not related to this complaint issue reported. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) haptic got caught on the capsulorrhexis and was unable to move due to loose zonules. It was indicated the lens was opened and not used thus indicating the iol was not implanted. Through follow up, customer account provided additional information confirming there was no damage to the optic surface or lens haptics after the lens was caught in the capsulorhexis. The lens did not contribute to loose zonules and there was no unplanned vitrectomy. Unplanned incision enlargement was performed and unplanned suture(s) were required. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.